Manufacturer narrative:
It is unable to be determined what exact piece spontaneously broke. Repeated calls to the hospital have gone unanswered.

Event description:
Medwatch: it was reported that "the anchorfast oral et tube holder uses a strap and clip to hold an oral endotracheal tube in place. Patient's rn noted increased respiratory distress and change in vital signs. The patients et tube had slipped from its desired position of 26cm to 20cm, which allowed the cuff to be above the vocal cords, which lead to a loss of a stable airway. Patient required a bronchoscope to advance the et tube back to the correct position. Broken anchorfast was replaced with a new one. The clip that holds the strap around the tube had snapped off spontaneously."